Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number or product evaluation sample was available. Therefore, a detailed investigation or batch review cannot be conducted. This complaint evaluation will be closed and will be monitored through our post market product monitoring review process. Additional patient/event details have been requested but no information has been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
Complaint reported by the end user that, "this market unit of (B)(4) seem different as they are hard, stiff and rough. She states as a result of using the (B)(4), she developed a red rash under the white tape collar and she had to change more often." No further details have been provided.